Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in the needle didn't properly retract, which contributed to a needlestick injury. There was no report of patient impact. The following information was provided by the initial reporter: after push button, needle didn¿t retract well.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in the needle didn't properly retract, which contributed to a needlestick injury. There was no report of patient impact. The following information was provided by the initial reporter: after push button, needle didn¿t retract well.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes . D10: returned to manufacturer on: 19sep2022. H6: investigation summary bd received an used 22 gauge insyte autoguard device from lot 1278550 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a centrifuge tube containing a needle that was partially retracted in the safety shield. The needle was secured with silicone connector to prevent needle stick injury. Upon closer inspection, the engineer found that the barrel that housed the needle had damage to its side. The damage appeared to be an inward dent that was reducing the inside diameter of the barrel prohibiting full retraction. The damage seen on the barrel had some stressed marks indicating that physical force was applied. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that the observed damage to the barrel was preventing the needle from retracting completely. This type of damage can occur as part of the manufacturing process due to a misalignment during the loading or placement of the barrel. The manufacturing facility has been notified of this incident and the findings. A notification has been issued by the manufacturing facility to all appropriate personnel to raise awareness of this issue and prevent recurrence.